Event description:
It was reported that, during use, the balloon of a swan ganz catheter had inflation difficulties. Balloon was checked prior to insertion and had no issues. During insertion, physician felt resistance when placing the catheter through a 9f sheath. Balloon then could not inflate once in the right atrium. Per the physician, "he felt like the swan was too big." Issue was resolved by using a different catheter. There were no patient injuries.

Manufacturer narrative:
The catheter was returned for product evaluation. The reported event of "inflation difficulties" was confirmed. Catheter balloon was found to be torn from proximal and distal bonding sites. Balloon latex was missing and not returned. However, the reported event of "resistance when placing the catheter through a 9f sheath" was unable to be confirmed. Catheter passed lab contamination shield from 9f introducer kit without issue. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing related processes. A supplemental report will be forthcoming once the engineering evaluation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.